Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The pump came out of position within the left ventricle and this malposition caused the team to remove and replace the pump. No patient harm was reported.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.